Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the interface and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
The sales rep was requesting to have the scm12 upgraded for ex use. There have been no pt consequences reported.